Event description:
The reporter stated, the surgeon inserted and removed an aa4204vf silicone single piece lens during the same surgery, due to the lens would not sit properly in the pt's eye. The surgeon decided to remove the lens for another lens. The lens was removed with no reported injury. The reporter stated, it was due to the pt's anatomy and there was no problem with the lens, was not lens related.

Manufacturer narrative:
No lens in unit carton.